Event description:
It was reported that during implant procedure, it was difficult to insert the lead into the pulse generators header. The lead was connected to another pulse generator. The patient was fine.